Event description:
It was reported the customer was receiving lost sensor alarms. Customer also reported receiving a weak signal alarm first. Customer was advised their sensor may not be working or damaged. The customer also reported having a high blood glucose of 411 mg/dl. Customer has treated their blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.